Event description:
It was initially reported that the patient "had picked through his neck to his leads and opened up the surgery pocket." The patient's lead and pulse generator were explanted and is now expected to have the system re-implanted. It is unclear when the event occurred and when the device was explanted. No cause given as to why the patient picked at vns. The manufacturer device history records for both lead and generator were reviewed indicating that the device was sterilized prior to distribution. Good faith attempt to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.